Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no surgical delay.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0 h3, h6) the system was serviced in the field and the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable to this system checkout.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon complained that the navigation was off. The procedure was completed with the use of a percutaneous (perc) pin. As the case progressed, the surgeon reported the accuracy continuously worsened. The workflow was as follows: the screws were placed left l5, left l4, left l3 all with surgeon standing on patient's left. Next, the screws were placed right l3, right l5, and right l4 all with surgeon standing on patient's right. During decompression, the surgeon began to report inaccuracies. A non-medtronic imaging system was brought in to confirm hardware and the surgeon was content with placements. A "catalyft interbody" was placed in the l3-l4 disc space and the surgeon reported the drill was off laterally- medially and placed the interbody without use of navigation. The "catalyft interbody" placed in the l3-l4 disc space and the surgeon reported the drill was off laterally- medially by a greater amount (approximately 1 centimeter) and placed the interbody without use of navigation. A non-medtronic imaging system was brought in to finish the level and surgeon was content with the final placement of all hardware. There was no impact to patient's outcome.